Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, could not fire. During the laparoscopic radical resection for low rectal cancer, could not fire on the 1st firing. The battery was abnormal heated. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue.

Manufacturer narrative:
(B)(4). Additional information: device received.

Manufacturer narrative:
(B)(4). Batch # r58t8z. Investigation summary: a psee60a device was returned in good condition. During testing the device and reload functioned as intended. The battery was drained as expected. The battery drain activated and no damaged to internal contact, welds or cells was observed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.